Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely elevated troponin (tnih) patient sample test result was obtained from an atellica im 1300 analyzer. The customer reported the sample was centrifuged for 10 minutes at 3200 rpm and that quality control materials were in range at the time of the event. Siemens is investigating.

Event description:
A falsely elevated troponin (tnih) patient sample test result was obtained from an atellica im 1300 analyzer. It is unknown if the initial test result was reported to the physician(s). The same sample was automatically repeated on the same analyzer. It is unknown if the automatic repeat test result was reported to the physician(s). The same sample was tested on an alternate atellica im 1300 analyzer. The test result from the alternate analyzer was reported to the physician(s) as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00020 was submitted on 18-jan-2022. Additional information (08-mar-2022): siemens reviewed the available information, including an analyzer log file, and found that the analyzer autocheck data showed the secondary vacuum was high and that sample traces showed a potential leak in the sample probe. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed preventive maintenance activities on the instrument and addressed the two issues found during autocheck. The cause of the falsely elevated troponin (tnih) patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.